Event description:
The customer reported that the 840 vent failed the oxygen (o2) calibration. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and found that the oxygen (o2) sensor was cracked. The oxygen sensor was replaced to correct the malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).